Event description:
Note: this report pertains to one of four devices used during the same procedure. Manufacturer report # 3005099803-2012-05102, 3005099803-2012-05103, 3005099803-2012-05104, and 3005099803-2012-05105 address these devices. It was reported to boston scientific corporation that four resolution clip devices were used during a colonoscopy procedure performed on (B)(6) 2012. According to the complainant, during the procedure, the same issue occurred with four resolution clip devices. Reportedly, post deployment, the clip assemblies from each of the four devices failed to release from its respective delivery catheter. The procedure was completed using another resolution clip device. The case was delayed approximately 10 minutes as a result of this event. No patient complications resulted from this event. The patient's condition at the conclusion of the procedure was reported as being fine.

Manufacturer narrative:
Patient age/date of birth is unknown. However, patient was over 18 years old. (B)(4) clip failed to separate from catheter. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.